Manufacturer narrative:
(B)(6). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the electric control unit reached its full power when the trigger was not pressed all the way down. It was further determined that the device failed for check trigger and ecu (electric control unit) function-press trigger slowly, (ecu) exceed to full power. During service/repair, it was observed that the reciprocator showed signs of an immersion, the gear was corroded and there was an unknown debris on the internal sub-assembly¿s components. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the electric control unit reached its full power when the trigger was not pressed all the way down and it failed for check trigger and ecu (electric control unit) function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.